Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or suture remain on the insertion needle. A 10 inch length of suture was returned for examination. Evaluation of the suture showed no abnormalities. Actuator is in its post t1 position. The distal end of the depth limiter is damaged/crumpled. This condition is consistent with over penetration during deployment of t1 which likely led to t2 being stripped off the needle. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.

Event description:
It was reported both t's deployed simultaneously. The t's were removed and surgery was completed with a backup device. There were no delays or patient injuries reported.